Event description:
It was reported that during a da vinci s gynecological procedure, the operating room experienced power loss. The image viewed through the surgeon side console (ssc) was black. An isi technical support engineer attempted to provide the site with trouble shooting techniques to resolve the issue; however, the surgeon decided to convert to traditional open surgical techniques to finish the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering confirmed that the vision issue experienced by the customer was due to the hospital's loss of power and not related to a system malfunction. In addition, the customer was able to resolve the vision issue after power cycling the system. As of (B)(4) 2009, there have been no reported recurrences of the issue at this hospital.